Event description:
The customer reported the system displayed a cine disk not available error message and the loss of cine functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drives. The system operates as intended.